Event description:
The philips field service engineer (fse) has reported that the up/in footswitch pedal was working as an out/down pedal and vice versa. The fse confirmed that this issue occurred with no pt involvement and that no pt or operator was harmed. The fse determined that the pedal switch assembly cables under footswitch cover were wired incorrectly and corrected the connections.

Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. (B)(4).